Event description:
It was reported that right ventricular lead was explanted and replaced due to dislodgement. Lead exhibited high thresholds, low amplitude, undersensing, pacing not delivered when desired and helix issues. No additional adverse patient effects. Product investigation complete, could not confirm electrical issues and dislodgement. Testing and x-ray found that the cathode coil (inner coil) is fractured at the distal end of the terminal pin.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood and tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension at the time the lead was explanted. Could not confirm electrical issues and dislodgement.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that right ventricular lead was explanted and replaced due to dislodgement. Lead exhibited high thresholds, low amplitude, undersensing, pacing not delivered when desired and helix issues. No additional adverse patient effects.